Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a moderately tortuous and non-calcified coronary artery. A 3.00 x 12mm synergy xd drug eluting stent was advanced for treatment. However, the proximal shaft broke into two pieces. The device was removed, and the procedure was completed using an alternative device. There were no patient complications reported.